Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a frozen screen or blank display on the insulin pump. Customer stated that she put a battery in the pump and now it has a number 7 on it. Customer's blood glucose was 86 mg/dl at the time of the incident. Customer stated that the pump was only exposed to body heat as she keeps it in her waistband. Customer was unable to see the time on the pump and is only able to see the number 7. Customer stated that the pump screen is not completely blank. Customer stated that the pump is still blank even after inserting a new battery. Customer mentioned that she was in a car accident back in (B)(6) 2016. Customer mentioned that all she did was hit her head and nothing happened to the pump. Customer stated that she was the driver at the time of the accident. Customer mentioned that the number was stuck at 5 but it did not advance during initialization. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed the self-test, a21 error test and off no power test. No unexpected frozen screen anomalies noted. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.